Event description:
It was reported that the 9800 system had poor image quality with dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation. A follow up report will be filed when add'l details become availble.